Event description:
Report rec'd of an unexpected pt death while the device was in pt use. Customer risk mgr reports that: "the pt expired unexpectedly, but there is no indication at present that any pump malfunction occurred. In fact, the pump was placed on a subsequent pt and no problems occurred." They later decided to pull the pump for analysis. The device history had been overwritten by the subsequent pt activity. Risk mgr states, "we are still investigating. I cannot rule out the pump at present, but have no indication of any malfunction." She could not say if the amount of drug gone from the medication vial was as expected. States autopsy results are not expected for "weeks." Add'l info was requested, but not provided by the customer.